Event description:
It was reported that the ilet screen was damaged while the device was in the patient¿s pocket, rendering the screen unusable and causing difficulty using the device. Symptoms included no injury. Outcomes included device replacement logistics and instructions provided, continuation of cgm use with a dexcom app or receiver, and guidance on shutting down the ilet to avoid further alerts. Investigation included customer interview, verification of device return plans, and education on data sync, shutdown steps, and startup requirements for the replacement device. Investigation of this case revealed physical damage to the display component consistent with screen breakage during use, with no device alarms reported and no transfer of device data to the replacement unit. It was concluded, based on previously established findings for similar reports, that the cause was user-induced physical damage.